Event description:
A pharmacist reports eight pts experienced endophthalmitis, reduced visual acuity, eye itching and hyperemia. Events occurred 48 hrs following cataract surgery. All eight pts had the same surgeon and were operated on the same date (2007). The pts were treated with vancomycin and had vitrectomy surgery. Cultures showed no bacterial growth. Add'l info was requested. 3002037047-2007-00042 is one of eight medwatch reports being filed, the other MFR's report #s are: 3002037047-2007-00036, 00037, 00038, 00039, 00040, 00041, 00043.

Manufacturer narrative:
The returned sample and retention samples were tested and conformed to tested parameters. The batch record was reviewed and all analysis results were within specs. The only reports rec'd on this lot of prod are from this rptr, on this date. No conclusion can be drawn.